Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient discovered an infection at the driveline exit and tunneling sites. Computed tomography (CT) was performed which showed infection around the driveline and sternum. The patient was positive for mrsa (methicillin-resistant staphylococcus aureus) bacteria flora and isolated in the hospital. The patient underwent a driveline revision and wound cleansing in the operating room on (B)(6) 2023 and vacuum-assisted closure (vac) system was applied.